Event description:
It was reported through the lvis pas clinical study, the patient presented with left-sided weakness and was found to have recurrent basilar apex aneurysm. Patient had index procedure of right pca with an intraluminal support stent placement and basilar artery aneurysm coil embolization performed. Reportedly, on (B)(6)2023, 15 days post procedure, the patient underwent surgical re-treatment of target aneurysm using a flow diverter pipeline embolization device. The patient was extubated on (B)(6)2023 and was pending transfer to 4n per primary team. The patient was noted to be deceased and exited the study (B)(6)2024 due to death from unknown cause. The site does not have any information regarding the death of the patient.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.